Manufacturer narrative:
Report originally submitted with cfn#(B)(4). ; the correct cfn# is (B)(4). .

Event description:
It was reported to philips that the pins on the battery pca were broken. A philips authorized service personnel (asp) was dispatched to the customer site. The reported issue was confirmed and it was determined that the battery pca needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery pca . The battery pca was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 8 is damaged.

Event description:
It was reported to philips that the pins on the battery pca were broken. There was no reported patient or user involvement and no adverse patient/user impact.